Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 152 cm., body mass index (bmi) 28.1 kg/m2.

Event description:
A patient in a study underwent an ion endoluminal lung biopsy procedure of two lesions. It was reported that the patient experienced minor bleeding which was very minimal and controlled with suction, adrenaline and saline. The bleeding occurred during the biopsy attempt after the first biopsy tool was inserted. The event was reported as resolved on the day of the biopsy. Lesion number 1 of the right upper lobe was biopsied, but lesion dimensions and distance to pleura and major blood vessels are unknown. Tools used were a 19g flexision needle, a cryoprobe - 1.1 mm and bronchoalveolar lavage (bal). Lesion number 2 of the left upper lobe was biopsied, but lesion dimensions and distance to pleura and major blood vessels are unknown. Tools used were a cryoprobe - 1.1 mm and bronchoalveolar lavage (bal). Pathology results for lesion number 1 showed malignant non-mucinous adenocarcinoma. Pathology results for lesion number 2 did not show any signs of atypia or malignancy with multiple fragments showing benign bronchus and parenchyma. Total procedure time was 71 minutes. The procedure was completed with the ion system with no reported malfunction of the ion system, instruments or accessories. The patient was discharged the same day of the procedure. Following discharge, there was no report of patient re-admission or re-operation. The study investigator reported the event non-serious, a ctcae grade 1, not a serious adverse event, having a causal relationship to the ion procedure, possibly related to the patient's underlying disease status, but not related to the ion system and not related to a third-party device. The patient's prior medication of aspirin 75 mg may be relevant to this incident (date of last dose was two days prior to the procedure).